Event description:
(B)(4). My bones hurt all time, had x-ray and no broken bones. It feels like I am walking on pins and needles, got tested for diabetes and it was (B)(6). Got fluid on my knee, had fluid removed and had to do physical therapy. Gained a bunch of weight and could not explain, got treated for thyroid problems. I had to have essure done twice-first one fell out on the right side and embedded in the top of my uterus causing me to be in a constant cramp (doctor never removed). Failed the test, but bled for 9 months and got pregnant before I could have another coil inserted. The second procedure everything went great. Had 7 pictures from x-ray that showed it was blocked, but I still got pregnant. Doctor went in and took out as much of my tubes as she could. The left tube sealed but the right side did not. Coil migrated causing sharp stabbing pains. I started getting migraine headaches. I developed hives from being allergic to the nickel (was never tested before coils were put in). Coils were finally removed when doctor performed a hysterectomy